Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance the device and the reported difficult to remove the device were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a narrow, heavily calcified de novo lesion in the distal posterior descending artery. After pre-dilatation was performed, a 2.75x33 mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion but resistance was noted and the stent could not cross as the lesion seemed tight. Resistance was noted during withdrawal of the sds and the distal stent struts were noted to be flared. A 2.75x28 mm xience v rx sds was used to successfully complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information has been provided.